Event description:
The customer reported to philips healthcare that device failed the user initiated operational check (opcheck) and displayed the resulting message 'operational check failed. Service device.' There was no patient involvement.